Event description:
Customer alleged the r arm bracket receiver has a faulty weld. Qt #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4)-RMA (B)(4) initiated for this issue. Model leo-4s serial number/date code (B)(4) is approximately 1year and 2 months old. The owner's manual part number 1163141 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the right arm bracket receiver had a faulty weld. Reference quote number (B)(4) given to be returned for invacare investigation and evaluation.